Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip (10201u105) was implanted reducing the mr to a grade of 2. On (B)(6) 2022 the patient underwent a second procedure to treat recurrent mr with a flail and papillary muscle rupture (pmr) due to disease progression. The previously implanted clip was noted to be stable on the valve. A nt clip (11103r187) was successfully implanted at a2/p2 reducing the mr from a grade of 4 to a grade of 1-2. It was noted after the procedure that the nt clip had a single leaflet device attachment (slda). The clip detached from the posterior leaflet. In addition there appeared to be a flail chord on the posterior leaflet and the mr returned to severe. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to patient anatomy. The reported recurrent mitral regurgitation (mr) was a cascading event of the slda. The cause of the reported tissue injury was unable to be determined. The reported patient effect of mr and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.